Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens -13.5/3.0/096 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to low vault. A replacement lens of longer length was later implanted and the problem resolved. Cause was reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5- the reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens -13.5/3.0/096 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6)2022 the lens was exchanged for a longer length lens due to low vault. Problem resolved. Cause was reported as unknown. Claim # (B)(4).